Event description:
Facility alleges untoward patient reaction. One hour into treatment patient complaine of neasea and oi distress p&'s to o1cld and then restarted one hour later. Patient again complained of chills, tingling of body and generalized same pain. Patient felt lightheaded, vss. Treatment terminated, sysmptoms resided 20 minutes later. Patient sent home. Next shift, new patient put on machine and became sysmptomatic in minutes.